Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Subsequently, it was reported that the customer received multiple continuous glucose monitor (cgm) error 42. Customer's blood glucose level was 107 mg/dl. Pump was reset to resolve the issue and customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged cgm error 42 issue was verified. Based on the analysis, the alleged unexpected shutdown issue could not be verified.